Manufacturer narrative:
This medwtch was sent in error, illigible checklist from affiliate. There was two (2) devices returned and involved in procedure not three (3).

Event description:
The devices were used during a hernia repair procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.